Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a suprapatellar tibial nail procedure, the surgeon experienced difficulty advancing the reamer inside the protec sleeve and unknown sleeve. The first sleeve was damaged and a second was opened which was used to successfully complete the surgery. There was a surgical delay of five (5) minutes. There was no patient consequence. This report is for one (1) unk - guides/sleeves/aiming: sleeve. This is report 2 of 2 for (B)(4).